Event description:
Ous MDR - it was reported that a myocardial perforation with pericardial hematoma occurred during the positioning of the lead. The implantation and explantation data were not available to us. The lead is not available for analysis.

Manufacturer narrative:
Ous MDR. The device was not returned for analysis. Therefore, the analysis is based on the existing production documents. The manufacturing process of this device was reviewed. The production documents do not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.